Event description:
Reportable based on device analysis completed on 02-sep-2022. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but could not show the image all the time. The device was removed intact and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the telescope and the imaging window detached. The imaging window was not returned for analysis. Imaging core windup began 22.00cm from the distal end of the connector shaft. No other damage encountered upon visual inspection. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Impedance testing showed an electrical short at the proximal wave form.